Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4-s1. Intra-op, when the surgeon attempted to impact the implant into the disc space, the peek superior aspect of the implant sheared off. The broken cage was replaced with a new cage. The implant came in contact with the patient. No fragment of the broken cage remained inside the patient. Patient complications were reported to be unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis: spondylolisthesis although the cage appeared to be fully collapsed, it was not fully collapsed when the screw was tightened on the inserter. When the cage was attempted to be placed, the peek portion of the cage caught the posterior aspect of the vertebral body and sheared off in-situ. Broken parts were retrieved out of the patient.

Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the peek portion of the spacer has broken away from the spacer. There are witness marks on the back side of the spacer indicating that the spacer was impacted. One of the ears on the peek portion of the spacer has broken off and the other has been deformed indicating that the implant came in contact with bone and was pushed back, causing the ears to break off and that section of the implant to separate. This type of damage is consistent with excessive force. If information is provided in the future, a supplemental report will be issued.